Event description:
Event description guidant received information that this atrial lead was exhibiting steadily increasing impedance measurements. Latest testing showed > 2000 ohms. Further testing revealed no capture in unipolar mode. However, sensing and thresholds are fine. Fluoroscopy showed the distal pin on the lead was not beyond the distal set screw. The physician has elected to leave the lead as is due to the fact the patient is usually in normal sinus rhythm and the ventricular lead is working appropriately.